Event description:
Solicited call from patient who reported on (B)(6) her tubing broke near the clamp site. Patient also had her pump stop on (B)(6) because her catheter came out. A new sq site was placed. Infusion was successfully restored in both cases without aid. Unknown if md is aware. Self mix remunity. Unknown if the patient still has the defective product on hand, malfunction did not cause any harm to the patient, it did not occur while in use, replacement has been shipped for the broken tubing.. Reported to cvs/caremark by: patient/caregiver.